Manufacturer narrative:
Hemotherm heater/cooler malfunctioned due to a thermistor issue. Perfusionist changed out the device and continued procedure without incident. No patient impact reported.

Event description:
Company received a report that the heater/cooler device malfunctioned during a procedure.